Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator has alarm failure. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) replaced the cpu board to address the reported problem.